Event description:
A cc4204bf model lens was damaged prior to insertion, with part of the lens remaining in the cartridge. There was no patient contact or injury. It is unknown if the product malfunctioned.